Event description:
Pt reported obtaining back-to-back blood glucose results, of 45 mg/dl from the lab and 90 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: meter serial number unk, strip lot and expiration date unk.

Manufacturer narrative:
The suspect product is the aviva strip.